Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. The patient was not hospitalized for the event. Two days after onset, the patient began treatment with vancomycin (2 gram) and fortum (1 gram) for peritonitis. Patient outcome was unknown and the action taken with pd therapy was not reported. No additional information as provided.